Manufacturer narrative:
The referenced unit was returned for evaluation due to ¿error message e433.¿ a visual inspection of the appearance found no anomaly on the front screen and all connectors appeared to be normal. The unit was powered on and confirmed that it kept rebooting, prompted ¿error e433¿, and disabled the functionality. Performed troubleshooting, and problem has been isolated to the generator pc board, version 14 plus. Additionally, the error log history recorded multiple errors ¿e433: tb tvs diodes short circuit¿ on different dates 2019-09-05 and 2019-08-20. Based on the evaluation findings, the likely cause of the reported event is attributed to a faulty generator board.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be forwarded the agency.

Event description:
It was reported that during bipolar transurethral prostate resection surgery, the electrosurgical generator presented the error message e433. The event caused the doctors suspended the procedure. At that time of the event they exchanged the equipment for a device from another manufacturer. Due to the equipment failure and having to change to another device the laparoscopic surgery turned into an open surgery. This caused the patient to bleed excessively, much more than would have happened with the laparoscopic surgery.